Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. The reason for the sterilization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported "through the filing of a lawsuit that the patient experiencing significant pain and discomfort in the area of the device. It is further alleged although x-rays and a CT scan from (B)(6) 2012, showed a well positioned and aligned right total hip arthroplasty without any evidence of loosening, wear, fracture, the patient continued to experience significant pain. It is further alleged that in, light of worsening symptoms, the patient underwent surgery on (B)(6) 2012."